Manufacturer narrative:
Product analysis: visual and functional inspection confirmed the ibt had been used. Functional check with a sample syringe confirmed the balloon would not inflate. Based on the looks the balloon appears to have been inflated at one time but never went back to its normal shape. There appears to be something clogged in the shaft of the ibt. Root cause of failure is undetermined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis type of fracture: compression fracture it was reported that intra-op, the balloon's shape was found to be defective. The balloon was quite hard to go through the osteointroducer. When the shape of the balloon was checked, the cause for the defective shape was considered to be inflation at the connection part of the balloon. The balloon was inserted forcibly and inflated. The product came in contact with the patient. There were no patient complications as a result of this event.